Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash underneath the rear therapy electrodes. The patient's cardiologist recommended that the patient only wear the lifevest at night to allow the irritation to heal. During a follow-up the patient reported that the irritation was improving.